Event description:
Failure of oxygenator demonstrated by sudden flow of blood from gas exhaust port. Pt suffered a right ventricle tearing of the previously placed sutures with uncontrollable bleeding. Tear was corrected with finger pressure and sutures. Pt's condition after procedure suggestive of multifocal cerebellar emboli.